Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that filling a syringe enteral 10ml bns the rubber stopper detached from the plunger.

Manufacturer narrative:
Investigation summary: one photo, one loose amber 10ml plunger rod and one loose rubber stopper were received and visually inspected. The stopper was not inside the barrel as reported. No defects were observed with the individual components. The reported defect was not identified in the samples received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The reported defect was not identified in the samples received.

Event description:
It was reported that filling a syringe enteral 10ml bns the rubber stopper detached from the plunger.